Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2024-03286.

Event description:
It was reported that approximately 69 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, persistent and increasing size of the effusion with weightbearing pain; osteolytic debris, oxidated and delaminated patella, aseptic loose femoral. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5; (B)(6), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t; (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant; (B)(6), 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.